Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 322 which was not reproduced. System error 322 was confirmed through review of the event history log. Evaluation found the lower link switch to be failing intermittently. Evaluation could not exclusively determine the cause of the failure. The lower aux was replaced to mitigate any mechanical failures. The software was upgraded per the approved remedial action activities.  System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device experienced a system error 322. There was no patient involvement.